Event description:
It was reported that during a procedure to treat a lesion in the right common iliac with moderate calcification, an unspecified stent was implanted. A rx viatrac plus dilatation catheter was advanced without resistance for post dilatation and inflated; however, the balloon only partially inflated. The balloon was inflated three times, the first inflation at 6 atmospheres (atms), the second inflation at 8 atms, and the third inflation at 10 atms. The balloon was fully deflated and removed from the patient anatomy without resistance. Reportedly, the balloon was inflated outside of the patient anatomy and it would not fully inflate when it was noted that contrast was leaking from a pinhole at the distal end of the balloon. A new rx viatrac plus dilatation catheter was used successfully for post dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The balloon rupture was unable to be confirmed however a tear in the inner member was noted which is what was likely perceived as the balloon rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified